Event description:
It was reported that during a total abdominal hysterectomy, four needles detached from the suture while suturing. The needle subsequently fell into the patient cavity and was retrieved using a stitching device. The procedure was extended by 30 minutes due to the need to wait for a suture from another manufacturer, which was not readily available. No patient complications have been reported as a result of this event.

Manufacturer narrative:
D10 - concomitant products: cl-803, cl-803 polysorb* 1 vio 75cm gs24 x36, (lot# a5g1541y), cl-803, cl-803 polysorb* 1 vio 75cm gs24 x36, (lot# a5g1541y), cl-803, cl-803 polysorb* 1 vio 75cm gs24 x36, (lot# a5g1541y), medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.